Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that a few months after her interstim implant, she experienced swelling at the site and a sore approximately two inches from the device that drained clear fluid. This sore healed after several months, but another one developed just above the device that is draining cloudy yellow-green fluid. The patient believes it is a fistula. Further information is being requested from the hcp.